Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered is based on the customer's report of "early april". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported a low readings issue (lo (<2.2 mmol/l)) with the adc device and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels. As a result, customer experienced a loss of consciousness and was unable to self-treat. The customer further reported receiving third-party intervention who administered an unspecified dose of insulin for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.